Manufacturer narrative:
The reported complaint of a- and v-setscrews not able to engage the torque wrenches was confirmed. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrenches.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During the procedure, it was noted that the right atrial and right ventricular set screws were unable engage the hex wrench. The device was removed and replaced. The patient was in stable condition.